Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate, during pre-dilation with a 23mm edwards balloon catheter the balloon ruptured at nominal volume. The patient then had significant regurgitation, so the physician attempted to remove the broken balloon catheter in order to insert the delivery system quickly. The broken balloon catheter would not retract fully into the esheath, so the balloon and sheath were removed over the wire together as a unit. It was then noted that the distal tip of the balloon appeared to be missing from the shaft of the balloon catheter. The physician then looked for any pieces of balloon remaining in the patient under fluoro, but nothing was seen at that time. A new esheath was then inserted over the wire and the delivery system inserted around the arch and across the valve without difficulty. The valve was then deployed successfully, with no ai noted, and the patient was stable throughout. The physician then cut open the esheath that the balloon catheter was stuck in, looking for the missing distal tip of the catheter, with no success. The physician then performed ilio-femoral angiograms to further look for the pieces of balloon, during which the distal tip of the balloon catheter was noted to be just superior to the aorta-iliac junction and against the wall of the aorta. The physician decided to leave the tip in place as it appeared to be stable, was not occlusive to the vessels, and the patient had already received a significant amount of contrast and she had a low estimated glomerular filtration rate. The patient left the operation room in stable condition. The day after the procedure, the physician attempted to retrieve the balloon tip from the patient with a snare. The doctor was successful in snaring the tip in the distal aorta/iliac artery but was unable to bring it into a cook 16f sheath. The retrieval attempt was aborted and the tip of the balloon was left in the patient. The doctor mentioned that the only likely way to remove the balloon tip is via surgery, however no surgery is currently planned to remove the tip at this time.

Manufacturer narrative:
The transfemoral balloon catheter was returned to edwards lifesciences for evaluation. Upon visual inspection, kinks were observed on the bav shaft due to packaging. The guidewire was inserted through the catheter. A radial balloon burst was noted, the distal tip was separated and the distal end of the balloon was not returned. The guidewire lumen was stretched with both marker bands present. Six (6) single wall thickness measurements were taken radially along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing nonconformance. The balloon single wall thickness measurements are within specifications. The guidewire was unable to be removed from the device. Due to the condition of the returned device (balloon burst, distal tip separated) no other functional testing was able to be performed. The complaint for ¿balloon ¿ burst¿ was confirmed based on visual inspection of the returned device. Based on dimensional testing, no manufacturing nonconformance were identified in the returned device. A review of manufacturing mitigation supports that the balloon catheter has proper inspections in place to detect issues related to the complaint ¿balloon ¿ burst.¿ available information indicates that patient factors (calcification) may have contributed to the event. The patient¿s pre-existing bioprosthetic valve was noted to be severely calcified. The complaint for ¿balloon catheter ¿ withdrawal difficulty ¿ through sheath¿ was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformance were identified. A review of manufacturing mitigation supports that the balloon catheter assembly has proper inspections in place to detect issues related to the complaint ¿balloon catheter ¿ withdrawal difficulty-through sheath.¿ the reported condition of the balloon burst could have caused difficulties withdrawing the balloon catheter into the sheath as the balloon component can drag or catch onto the sheath tip during retrieval. Access vessel tortuosity and calcification can further increase the likelihood of withdrawal difficulty. If the balloon was caught on calcification (it was noted that mild calcification was present in the access vessel), then this could have contributed to the observed withdrawal difficulty. Additionally, tortuosity in the access vessel (it was noted that moderate tortuosity was present in the access vessel) can cause non-coaxial retrieval of the balloon catheter, making it more likely the burst balloon would catch on the tip. The complaint for ¿distal tip ¿ separated¿ was confirmed based upon visual inspection of the returned sample. However, no manufacturing non-conformances were identified. A review of manufacturing mitigation supports that the balloon catheter assembly has proper inspections in place to detect issues related to the complaint ¿distal tip ¿ separated.¿ the reported balloon burst and withdrawal difficulty could have caused the distal tip separation. During retrieval of the catheter, if the distal end of the separated balloon was caught on the sheath, continuous pulling with excessive force and/or manipulation could have caused the distal tip to separate. As such, based on available information, it is likely that patient/procedural factors contributed to the reported events. However, a definite root cause is unable to be determined at this time. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigation did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaints. No labeling or IFU inadequacies were identified. The occurrence rates for each trend category were not exceeded for the month of june 2017.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate, during pre-dilation with a 20 mm edwards balloon catheter the balloon ruptured at nominal volume. The patient then had significant regurgitation, so the physician attempted to remove the broken balloon catheter in order to insert the delivery system quickly. The broken balloon catheter would not retract fully into the esheath, so the balloon and sheath were removed over the wire together as a unit. It was then noted that the distal tip of the balloon appeared to be missing from the shaft of the balloon catheter. The physician then looked for any pieces of balloon remaining in the patient under fluoro, but nothing was seen at that time. A new esheath was then inserted over the wire and the delivery system inserted around the arch and across the valve without difficulty. The valve was then deployed successfully, with no ai noted, and the patient was stable throughout. The physician then cut open the esheath that the balloon catheter was stuck in, looking for the missing distal tip of the catheter, with no success. The physician then performed ilio-femoral angiograms to further look for the pieces of balloon, during which the distal tip of the balloon catheter was noted to be just superior to the aorta-iliac junction and against the wall of the aorta. The physician decided to leave the tip in place as it appeared to be stable, was not occlusive to the vessels, and the patient had already received a significant amount of contrast and she had a low estimated glomerular filtration rate. The patient left the operation room in stable condition. The day after the procedure, the physician attempted to retrieve the balloon tip from the patient with a snare. The doctor was successful in snaring the tip in the distal aorta/iliac artery but was unable to bring it into a cook 16f sheath. The retrieval attempt was aborted and the tip of the balloon was left in the patient. The doctor mentioned that the only likely way to remove the balloon tip is via surgery, however no surgery is currently planned to remove the tip at this time.